Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose levels (60 mg/dl). Reportedly, low bg's are due to an increase made to the pump basal rate setting. Customer ate carbohydrates to stabilize blood glucose levels.